Manufacturer narrative:
Patient identifier, age & date of birth, sex, weight, ethnicity, race: requested, not provided due to hospital policy. Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after percutaneous coronary intervention (pci), hemostasis was attempted using the angio-seal device involved. However, the tamper tube remained stuck to the carrier tube and the collagen sponge could not be pushed to achieve hemostasis, which resulted in hemostasis failure. This caused the patient to go into hemorrhagic shock. The device was not used, and a cover stent was implanted to achieve hemostasis from the inside. Subsequently, hemostasis was successfully achieved by the cover stent. The patient recovered. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 7 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 millimeters (mm). The blood loss was greater than 250cc's. Bleeding occurred in the procedure room. No equipment or other device were used with the product involved. Additional information was received on 16 feb 2023: there were no particular difficulties with insertion of the devices. It was considered that the patient received a blood transfusion. It was unknown if patient has a history of a bleeding disorder. It was unknown if patient is on daily blood thinning medication. It was unknown if patient had any blood thinning medication, thrombolytics, or platelet aggregators during the procedure. The patient was skinny and lean with well-stretched skin.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for the alleged malfunction. It is likely that the serious complication of hemorrhage was the outcome of using the device in a location where it is isn't intended. Additionally, per the provided information, once the tamper tube is not released, it is unknown how the device was removed. The alleged outcome of excessive bleeding is likely if the device was forcefully pulled out of the artery. The exact sequence of events leading the hemorrhagic shock were unknown and the alleged issue couldn't be confirmed with the sample unavailable and in the absence of information. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).